Event description:
It was reported that the distributor found that the device tip of a cook soehendra stent retriever was broken in the sealed package. As the observation was made while the product was stilled sealed in the package there was no patient contact. There was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a sealed pouch from the lot number provided in the report. The label matches the product returned. A product evaluation was performed on the pictures provided with this report. The pictures show the device inside the pouch with the tip detached from the cable. A photo of the lot information was not provided. Our evaluation of the product said to be involved confirmed the report. The returned irrotational cable and handle were separated from the metal tip inside the sealed pouch. Solder is present on the distal end of the cable. The length of the returned handle and cable is 184.4 cm. The detached metal tip was measured to be 0.224 in long. For further evaluation of the break at the distal tip, a lab meeting with production leadership and the CAPA team was held. After close inspection under increased magnification, it was concluded that solder was present on the cable and on the inside of the tip at the proximal opening. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed that the metal tip was detached from the cable inside of the sealed pouch. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A corrective action has been initiated concerning device failure due to metal tip detachment. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.